Event description:
It was reported by service report that the bed had no power; it was stuck in an elevated height, and the main power cord was loose at the head-end. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: main power cord was disconnected from the bed at head-end causing the bed to be stuck in a high height position.